Event description:
Following a treatment in the superficial femoral artery using a stealth 360 peripheral orbital atherectomy device (oad), a stent was placed. Another treatment was performed distal to the newly placed stent. When attempting to remove the oad, it became stuck on the stent. The oad could be advanced distally but could not be advanced proximally. The physician cut the driveshaft, leaving a portion in vivo. The patient was sent to the hospital for a femoral popliteal bypass surgery.

Manufacturer narrative:
The stealth 360 peripheral orbital atherectomy device (oad) was returned to csi for analysis. The oad driveshaft and sheath were not returned. Review of the device data log did not identify any events that would have contributed to the reported complaints. As there were no device issues identified during analysis. The device functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).